Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
The customer¿s report of a connection port crack was confirmed. Visual inspection showed the male luer collar was cracked and separated from the set. Functional testing was not performed due to the crack and the separation. The root cause of the customer¿s report could not be determined.

Manufacturer narrative:
(B)(4). No product will be returned per customer. The customer complaint could not be confirmed because the product was not received for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the connection port cracked when disconnecting it from the patient. There was no report of patient harm.